Event description:
The international customer reported the ventilator would not power up. The customer reported there was no patient involvement. The manufacturers service provider replaced the power management pcb board to address the reported problem.